Event description:
It was reported to philips that the allura device had an image disk error, which resulted in fluoroscopy being unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk error resulting in fluoroscopy being unavailable. During troubleshooting, the fse identified issue with hdd of host and ippc. The fse replaced the host pc and ippc hdd. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.